Event description:
A malfunction on a pump was reported by the customer, with a malfunction code displayed as "malf 0." There was no adverse impact on the customer's blood glucose level. Technical support provided information for resetting the pump, but when the malfunction code recurred, it was decided to replace the pump. The pump was under warranty, and the customer will use a multiple daily injection (mdi) therapy as backup. Technical support confirmed the shipping address, instructed the customer on putting the pump into storage mode, and provided a pre-paid label for returning the pump within ten days.